Event description:
Patient transferred from another unit right at shift change. The patient had a dobhoff feeding tube with iris that was broken at the connecting y site. The nurse was unable to administer medication or tube feed without it leaking out of the other site. The patient tube feeds were postponed until a new one was placed. The broken feeding tube was discarded. The tube had been in place for 16 days. Manufacturer response for tubes, gastrointestinal (and accessories), kangaroo (per site reporter) further investigation and continued talks with cardinal health regarding product design and safety.